Manufacturer narrative:
The insulin pump alarm during the prime test due to loose motor drive support disk.

Event description:
Customer reported that she had high blood glucose and the insulin pump is alarming. Nothing further was reported.